Event description:
It was reported that during an unknown procedure, it was observed that the device failed to fire after five firings. During the 6th firing, there was no action from the device as if battery had died when firing trigger was pressed after clamping on tissue. However, when battery was taken out and reinserted, the device buzzed but still no firing on activating firing trigger. Changed to a new one to complete the procedure with a delay of one minute. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2026. D4: batch #356d20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the integrity of the internal components. No anomalies were found; only what appears to be body fluids was observed on the driver bar. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife when any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an error was identified that may be related to the reported event, though the cause of the error has not been identified. If troubleshooting was attempted and unsuccessful the error may not have been recoverable. No conclusion could be reached on the cause of the reported event. Furthermore, an electrical test was performed on the device, and some parameters were out of specification due to a non-functional pcb. The cause of the pcb damage could not be determined. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a9783x, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 356d20, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.